Event description:
It was reported to philips that there was a loss of image on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint where an allura xper fd20 had a flickering screen on the live image monitor. It was reported that the flickering screen occurred intermittently during a procedure. A philips field service engineer (fse) conducted diagnostic testing on site which identified a possible problem in one of the flexvision pc video outputs. The fse confirmed that when the video outputs were changed on the touch screen module (tsm) the issue would be temporarily resolved, supporting the claim regarding a faulty video output. The fse determined that the flexvision pc (containing the video outputs) was faulty, so elected to replace it. Due to the intermittent nature of the issue, the system was monitored for 2 weeks to confirm that the issue was resolved. The cause of the flexvision pc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of flexvision pc by the fse has resolved the reported issue and restored the functionality of the system. A review of service cases logged by philips also confirmed that since the system was repaired there have been no reoccurrences of the flickering screen. The results of the investigation has concluded that the flickering screen was caused by an unknown fault which was present with the flexvision pc video outputs, which has been repaired through the replacement of the flexvision pc. Additionally, it was confirmed that although the image was flickering, it could still be seen clearly. As such, an ongoing procedure would not be impacted due to this issue, as the system's key image functionality was not lost. Therefore, philips this complaint has been revaluated as not reportable.